Event description:
I use victoza for my diabetes, which I've been taking on and off for 13 years, without any problems. Recently, I got additional pen needles - they are from embecta and indicate 2nd generation. When I try to use them, the needles go into my stomach but won't dispense any medication. If I remove the needles, the medication then squirts out. Occasionally, I notice the pen needle tips are bent. I tried contacting novo, embecta, and my doctor. My doctor says to take them back. Novo says it is not their problem. Embecta asked for things like batch number, manufacturing date, etc., then stopped responding. I've since had to change the location where I inject to my legs, which are a lot less convenient. I don't know why their "first generation" of the needles have worked for years, and the second generation does not.